Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: the patient's iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported a xen 45 gts implanted into the left eye with cataract surgery on (B)(6)2017. The pressure in the eye was in the high "30s, 50s, and 70s" and the physician "could not get a view in the anterior chamber to see if the stent was still connected." Due to "uncontrolled pressures despite maximal medical treatment," trabeculectomy was performed and the stent was partially removed on (B)(6)2017. However there is still stent that remained implanted.